Manufacturer narrative:
The service rep left the footswitch on site and they installed in between cases. No problems have been reported, since the foot pedal has been installed.

Event description:
Customer reported, when the doctor hits the fluoro, the system will not fluoro. No pt injury.